Event description:
Additional information was received from the patient stating that they did not have a current health care professional (hcp) for managing pain. They mentioned pain in the right leg from an accident that was previously reported. The patient stated that they had met with a manufacturer representative (rep) two months ago to adjust stimulator. The patient wanted another adjustment to see if stim could help the pain in the right leg. The rep then stated that they had talked to the patient the week prior to the report and that because the leads were peripheral in their back they would not be able to get stim down the leg.

Manufacturer narrative:
Concomitant medical devices: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
The patient reported that they were in a lot of pain and was having trouble walking. They were seeing a chiropractor and were seeing an orthopedic doctor who thought the leads may have moved. The doctor recommended the patient to see if the device could be adjusted to help them. The patient was in a car accident in (B)(6) 2015 and the pain started after that. It was stated that the device was implanted for pain in their back, and that they had some crushed discs and a fusion. Other relevant medical history includes spinal pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.